Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that some of the bd nano¿ pen needle(s) were different sizes (incorrect needle length). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the related 1st complaint reported for the defect/condition on lot number 7152677 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time. Based on the above, no additional investigation and no CAPA is required at this time.